Event description:
It was reported that over the past year, there was a gradual increase in threshold and pacing impedance measurements from this right ventricular (rv) lead. The most recent impedance measurement was out of range (>2000 ohms). Diagnostic imaging was performed and is currently awaiting review by boston scientific technical services. No evidence of noisy signals was observed, but provocative maneuvers are still anticipated to further evaluate potential rv lead impairment. At this time, the system remains implanted and no adverse effects were reported.